Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needles were not sharpened and cut patients with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (4 of 5). Customer is reporting that the blood collection needles are not sharpened and have cut various customers. Additional information received from initial reporter: how many times did this occur? This occured five times with five different patients. Is the date / dates of event known? (B)(6) 2019. What was the specific issue with the device? Needles appear in good condition except cutting edges are dull. Was there any medical intervention due to the cuts? How deep were the cuts? No medical intervention was necessary. Was there patient involvement? If yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) Yes, 3 females and 2 males. Are samples or photos available for investigation? No photos, needles seem to have lost cutting edge. Was there any adverse events due to the reported issue? Serious injury? Exposure to blood/bodily fluid? Medical intervention? Other actions? Patients complained that venopuncture site hurt and stung more than usual. Phlebotomist report that they had to employ more pressure on arm and site to perform blood extraction. Needles were substituted with a different lot # and the problem was solved.